Event description:
Device not sealing; bleeding at the staple site. No pt injury. Slight surgical delay to retrieve another device. Surgery was completed as expected with another device.

Manufacturer narrative:
510(k): k130596. Mfg site eval: eval on-going at mfg site.